Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.009.344s, lot: l995731, manufacturing site: (B)(4), release to warehouse date: 24.aug.2018, expiry date: 01.aug.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent removal surgery of fns and implant surgery of afn. On an unknown date, the afn nail broke at around hip screw. The patient will undergo reoperation of replacing the nail. No further information is available. Concomitant devices reported: unknown hip screw (part#: unknown, lot#: unknown, quantity: unknown), unknown locking screw (part#: unknown, lot#: unknown, quantity: unknown) and unknown end cap (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) expert a2fn nail 10 r cann l320 tan lig. This is report 1 of 1 for (B)(4).